Event description:
Per the clinic, the electrode array was found to be in the internal auditory canal and the patient underwent revision surgery on (B)(6) 2025, to reposition the electrode array. The implanted device remains.